Manufacturer narrative:
The blood glucose level information has been updated in summary and provided with this report.

Event description:
The customer's blood glucose level was 416 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad error after being dropped on a pool. Troubleshooting was performed. After insulin pump being exposed to moisture it was starts to present more frequently alerts. The drive support cap was normal. Customer had high blood glucose and treated with the syringe. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage on the keypad, motor and vibrator assembly during visual inspection. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place.